Manufacturer narrative:
The ge service rep discovered that the generator power on circuit breaker cb3 on the tower was bad. He replaced the circuit breaker cb3. The system was restored to normal operation and is operating as intended at this time.

Event description:
The customer reported that the system would not boot up. No injuries were reported.